Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 299 (mg/dl). Reportedly, the contact stated that the customer ate cookies and did not bolus for the food eaten. Customer then administered a bolus to resolve their bg level. It was also reported that later in the day, a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported that the customer had a blood glucose level of 111 (mg/dl) at the time of the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.